Event description:
Lead product analysis was completed. The alleged fluid leak was confirmed. A portion of the lead including the electrodes was not returned for analysis and, therefore, a complete evaluation could not be performed. During visual analysis, the lead appeared to have remnants of dried body fluids in the outer and inner tubing in some areas. An abraded opening was observed in the outer tubing. The abraded opening and cut ends of the lead likely provided the leakage path for the dried remnants of what appeared to be body fluids inside the outer tubing. For the fluids observed inside the inner tubing, no other obvious path was identified other than the cut ends made during explant. With the exception of the abraded opening, the condition of the return lead portion was consistent with those typically following explant.

Event description:
It was reported that the patient underwent vns replacement surgery and that one week post-op, the patient's incision sites looked good. However, a few days later, the patient reported a sudden swelling at the generator site and presented to urgent care, where bactrim was prescribed. The patient then followed up with the implanting surgeon. An incision was made to release drainage and the patient was prescribed cefzil. It was determined that the hematoma needed further treatment and needed to be cleaned out in surgery. The patient underwent surgery to address the hematoma. Upon opening the chest, the surgeon noted pus inside of the lead. It was stated that the surgeon saw "yellow and green" on the lead. It was reported that the impedance values were ok. The surgeon was not comfortable with opening the neck due to the infection. The surgeon planned on removing the generator and a portion of the lead, then tying it down, and waiting for the infection to clear. When attempting to remove a portion of the lead, it was found that a section of the lead further up from the generator appeared to have an opening and they were able to "push stuff out of it". The hematoma and infection was reported in MFR. Report #1644487-2019-01886. The explanted lead was received by the manufacturer and is pending product analysis. No additional relevant information has been received to date.